Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer biomed reporting an intermittent display on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The customer reported the display was intermittent, meaning it will go blank and then return but very dim. Customer verified unit remains operational. The rse provided part details for replacement lcd assembly as requested. The investigation is ongoing.